Manufacturer narrative:
Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. It is unknown why the wireless footswitch lost connection. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. The customer currently uses the wired footswitch instead of the wireless footswitch.

Event description:
It has been reported to philips that the wireless footswitch did not connect with the allura system. The system was not in clinical use when the issue was identified. No harm has been reported to philips.